Manufacturer narrative:
Two pieces of lot no. Md 016 from our control samples chosen randomly was subjected to physical pulling but these do not exhibit any kind of breakage. Four pieces of lot md 016 and 4 pieces each from expired lots md 002 and md 003 are sent to tensile testing laboratory. These result of the tests are awaited. The expired lots [three years from the date of manufacturer] will also indicate the physical strength after the expiry period.

Event description:
On (B)(6) 2010, pt underwent an endotracheal tube exchange using the endotracheal tube introducer. No complications occurred during or post procedure. Post procedure the pt had equal breath sounds bilaterally and chest x-ray verified correct placement of the endotracheal tube. A day later, on (B)(6) 2010, the critical care rn encountered some difficulty during pt suctioning. A bronchoscopy revealed a blue ringed object in the pt's trachea. Pt was taken to surgery and underwent a bronchoscopy to remove a 22cm (1/3 of the introducer used the previous day) piece of endotracheal tube introducer. The original length of the introducer was 70 cms. Pt tolerated the procedure without difficulty.